Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer run performance verification testing and speak with a clinical specialist to determine the cause of the error. The customer reported that the unit passed the performance verification test and there does not to be any issues with the unit.

Event description:
It was reported that the unit logged an error 1203 (low leak co2 rebreathing risk). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.